Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a failure of an electronic component (tantalum capacitor) in the flat panel detector. The investigation of the system history and the log files showed a failure of the tantalum capacitor. A siemens service engineer exchanged the detector and following the exchange of the detector, the failure did not reoccur. As a preventive action, each detector returned to the flat panel detector supplier "trixell" will be checked whether the tantalum capacitor is present. All tantalum capacitors in the critical area of the schematic are preventively replaced with a ceramic capacitor. Based on the manufacturers risk assessment no further actions are planned.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that xray was not possible during a patient procedure. We are unaware of any impact to the state of health of any patient involved.